Manufacturer narrative:
Dates of implantation: (B)(6) 2008. (B)(6) 2008. (B)(6) 2008. Lot number info was not provided by the doctor for further eval, therefore, no conclusion can be drawn. No info regarding the condition of the pt after removal of the implants could be obtained from the surgeon.

Event description:
The doctor stated that he had three pts that received a medpor titan cranial curve implant in (B)(6) 2008. The doctor stated that each pt developed an infection approx five to six weeks after surgery. The doctor reported that the medpor implants were removed.